Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 with bent cannula and leakage at the infusion site. The blood glucose level was high and patient treated it with insulin via syringes and by taking metformin. The infusion site was located at the abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-18154), was submitted on 14-jan-2026. However, based on the description, it was found that the bent cannula did not led to serious injury. Therefore the malfunction code has been changed to lower severity. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.